Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that multiple orders were not crossing over. A technical support specialist (tss) issue was drive space issue on f, backups were not being purged and applied attached knowledge article ¿ ¿cce backup database files are not purged which causes the disk drive to run low on free space¿ and informed customer carefusion coordination engine is up, and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.